Event description:
It was reported that 20 unspecified bd anti-siphon valves experienced overinfusion. The following information was provided by the initial reporter: free flow of fluid leading to an over infusion - 20.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were received for investigation of complaint reported via post market survey. The feedback provided by the customer indicates a freeflow of medication was detected when using the bd anti-siphon valve product. No further information was available to assist the investigation in this instance.